Event description:
New information noted the patient's condition was normal during and post procedure on (B)(6) 2017.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator displayed an error message. The device did not respond to the magnet and could not be interrogated. The patient was feeling fatigued. The device was later explanted and replaced. No additional information was reported.